Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that there are no known cause for the discordant (B)(6) result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A low discordant immulite 2500 (B)(6) result was obtained on a pregnant patient sample. The initial result was reported to the physician and questioned the result. Patient sample was redrawn and diluted. The sample was re-run twice with high results reported. The discrepant result did not altered patient treatment. There was no report of adverse health consequences due to the discordant (B)(6) result.